Event description:
It was reported by the customer that the bur guard heated up and caused a minor mucosal burn. The doctor reported that no scar is expected and they have already seen the pt again; the burn has healed fine.

Manufacturer narrative:
As of 08/21/2009, the bur guard has not been returned for eval. No conclusion can be drawn.